Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 320 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.